Manufacturer narrative:
Investigation result of tip detached. Investigation result of inner shaft detached. A wallflex¿ biliary stent and delivery system were returned for analysis. Visual and tactile examination of the returned device found that the clear section of the stent outer was kinked/damaged along its length. A visual and microscopic examination found no issue with the stent. The tip and a section of the inner shaft were detached from the returned device. The detached items were not returned for analysis. The remainder of the inner shaft was folded back on itself within the outer sheath. This damage is consistent with the application of excessive force. A visual and microscopic examination found no issue with the profile of the reconstrainment band or jacket bond. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damage to the returned device was consistent with excessive force being applied to the delivery system during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex¿ biliary rx fully covered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, the patient¿s anatomy was not tortuous and the ampulla to the common bile duct had been cut through sphincterotomy to allow passage of the stent. During the procedure, the nurse attempted to deploy a wallflex¿ biliary rx stent but was unsuccessful. It was noticed that the inner shaft was kinked coming out of the guidewire access port. The procedure was completed with another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed reportable based on the investigation result that the tip and inner shaft were detached from the stent delivery system.